Event description:
It was reported that the customer was experiencing high blood glucose due to the flu. Initially, the caller requested assistance on administering a manual injection of long acting insulin. It was stated that initially her glucose reading was 459mg/dl, but at the time of call, the meter only reads high. The caller stated that he will be taking the customer to the emergency room. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.